Event description:
Information received with return of the explanted device notes that the patient was hospitalized due to the device spontaneously changing to aai mode. The device had changed to vvi mode in september 2005, but was reprogrammed with a software download.